Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the lead was unable to capture in the right ventricle. A lead malfunction was suspected as the lead had been tested prior to implant. The lead was removed and replaced. The patient was stable.